Event description:
The customer's wife reported that the patient was unresponsive and blood glucose was 480 mg/dl and needed assistance to walk her through treating the patient. Attempted to walk the customer through but the bolus feature was turned off. Customer stated that she will bring the patient to the hospital. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.